Manufacturer narrative:
(B)(4). Quality engineering determined that the condition of a colleague infusion pump with a damaged battery alarm was due to user error. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
The condition of damaged battery alarm was confirmed and found to be due to depleted main batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
This is a report of a colleague infusion pump with a damaged battery alarm, which may have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.